Event description:
A customer thought the strips were not working correctly and that only half of the numbers in the display are being illuminated. Contact with the actual customer was made. The customer stated they had eaten and taken a routine dose of insulin and was shaking. The reaction they had they believe was the result of readings they had been getting out of system. The customer stated that only the bottom half of the display is illuminated. A request was made to return the system for evaluation and in the meantime replacement unit was provided.